Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the recent implant of this right ventricular (rv) lead the patient experienced chest pain, increased heart rates and a drop of blood pressure. The physician called for stat echocardiogram and the echo showed pericardial effusion with tamponade. A pericardial centesis was performed, and this active fix rv lead was removed. A new passive fix rv lead was successfully placed. Patient then stabilized and procedure finished without further event. To date, no additional adverse patient effects have been reported.